Event description:
At 20:35, rrt(registered respiratory therapist) (B)(6), was called in by rn (B)(6) due to vent alarming. Upon arrival patient was being bagged with bvm(bag-valve mash) by rrt (B)(6). Patient's vent (pb #05) was alarming safety valve. Rn (B)(6) and rrt (B)(6) noted that patient was never in distress and vitals remained stable. Patient's vent was switched with pb #19 and placed back on same vent settings. Patient tolerated well, no s/s of sob(shortness of breath) or distress noted. Spo2 99% hr(heartrate) 75, a service request was submitted for pb #05. Lead rt(respiratory therapist) was notified.